Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the anchor of the osteoraptor pulled out following implantation. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. The back up device was used in the original bone hole, so no void was left in the patient. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H11: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. By further evaluation of the description as reported, it has been determined that the fact the anchor pulled out following implantation does not represent any risk or any requirements for an unexpected medical intervention. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.